Event description:
It was reported that the patient presented to the hospital with muscle stimulation, discomfort and erosion at device pocket. The gallant and left ventricular lead were repositioned on (B)(6) 2026. The patient was in stable condition throughout the procedure.